Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a patient developed osteomyelitis with a non union fracture.

Manufacturer narrative:
Additional information: h4, h6. Correction: d2a, d9. The reported event could no be confirmed, because no information was provided. Expanded infection investigation found no device or manufacturing related cause. Infection is a known procedure related risk and is considered clinically related rather than implant related. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.